Event description:
Pt received an anterior tibialis tendon transplant for a stage 3 separated shoulder performed at surgical center. A swab culture and "snippet" of the allograft were taken prior to implantation. The culture was reported as heavy growth for salmonella arizonii. It was confirmed by a public health laboratory. The pt had been put on antibiotics for surgery. Pt was placed on ciprofloxacin after the culture results were obtained. Pt was asymptomatic following transplant. Cdc, health dept., FDA, and the tissue processor, musculoskeletal transplant foundation mtf have discussed the case. A traceback of the tissue processing and a review of the tissue test results showed no deviations. Health dept also examined the surgical center and laboratory where the culture grew out and found no evidence of contamination from those sites. It was found that lab uses salmonella arizonae as quality control for a certain media. However, the two organisms were compared molecularly and found to be different. Because the event was isolated and the pt remained asymptomatic, no further action was taken.